Event description:
The tech alleged that the bed had no functions on both side rails, no scale display, and codes show network heartbeat failure. No pt impact.

Manufacturer narrative:
The tech found the left coiled cable was frayed from the brake caster and it shorted out the power supply board and the scale board. The tech replaced the power board, scale board and the coiled cable to resolve the issue.